Event description:
Device #1 of 2: reference MFR. Report: 1627487-2015-26290. Review of the patient's medical chart identified the patient was not receiving effective stimulation a few days after the leads were implanted. The patient underwent a trial but it was unsuccessful. Patient then underwent surgical intervention to remove and replace her leads.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.